Event description:
The customer reported the generation of erroneously low ion selective electrode (ise) patient results for sodium (na), potassium (k) and chloride (cl) on their dxc 700 au clinical chemistry analyzer. The customer repeated the patient samples and obtained normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and replaced the static wheel brush, the sample probe assembly, and the wash valve assembly to resolve the issue. Fse performed quality control and passed. Fse verified analyzer resumed normal operation. The beckman coulter internal identifier is (B)(4).